Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer needed to hold the usb charging cable at a specific angle in order to successfully charge the pump. The customer's blood glucose (bg) level was 114 mg/dl. The customer was sent a replacement usb cable. Upon follow up, the customer reported that the pump was able to charge successfully using the replacement usb cable.